Event description:
It was reported that there was an oxygen sensor malfunction. There was no patient harm reported. The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.